Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report. Analysis did find that the liquid crystal display (lcd) was out of specification, missing segments. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release and lead flex cover were contaminated, the battery contacts were compressed, the ring and two side bails were missing, the battery drawer was out of specification, the keyboard pad was cosmetically scratched and the battery drawer o-ring was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that staff powered on the device, but the lower screen would not come up to change the default settings. The device was sent to the biomedical engineer for repair, who confirmed the lower display did not come on when the menu key was pressed. There was no patient involvement.